Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged using multiple power sources. There was no impact to the customer's blood glucose level. Customer indicated that the pump would continue to be used for diabetes management until replacement is received.

Manufacturer narrative:
D1, d2b.